Event description:
It was reported that the device requested the sensor code during warm up. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2021. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of the device requested the sensor code during warm up is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).